Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis rebooting during use. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section e initial reporter last name and initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced intermittent reboots during use. A field service engineer (fse) reseated the cables, and the issue could not be recreated. The battery and category 5 cable were replaced, and the main cables for drawers were reseated. The debris under the pockets was removed, and the row boards were reseated. A follow-up was conducted with the customer, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es pyxis rebooting during use. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.